Event description:
Customer reported his insulin pump alarmed button error. Customer's blood glucose is 208 mg/dl. The device was exposed to moisture in a river. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.